Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected external ram crc error, unexpected restart or software error alarm anomalies noted. The drive support disk was inspected and no anomaly noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone that occurred even after the battery was removed. Blood glucose level at the time of the incident was 262 mg/dl. Customer also reported that the insulin pump received multiple error alarms including an unexpected restart. Customer reported having blood glucose levels from 300 to 400 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.